Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a large ketone level identified as dangerous by customer's healthcare provider. The cause of elevated bg was unknown; however, reportedly, customer had disconnected from the pump when bg began to rise. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.